Event description:
It has been reported to co that during the procedure the wire of this device broke. Reportedly, the wire at the j "collapsed." The device was replaced in order to complete the procedure. The pt is reported as fine and the device is being returned for co's analysis.